Manufacturer narrative:
(B)(4). The piu of the system was found to be defective and replaced with another one. The defective piu was investigated by manufacturer (htc). Htc found that defective diode d1000 of the backplane caused the issue. The part was sent to a subcontractor for the necessary repair. The device history record (DHR) was reviewed and no anomalies were found regarding this issue.

Event description:
It was reported that during an ischemic vt procedure, when rf is activated, all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) recordings lost on both carto and ep recording systems at the same time, and error 8 was displayed on the system. Termination of rf resulted in signal return but the error 8 persists. The piu was rebooted and the error 8 cleared until the next rf application. But rebooting the piu and workstation did not affect the error 8 with rf. Physician completed procedure by switching to a non-navigational catheter and relied on fluoroscopy for navigation. Recording system signals were fine during ablation when c3 was bypassed.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on the device evaluation will be submitted once it is completed. The concomitant products: c3 external reference patch: model # d-1283-02, lot # unknown. Ez steer thermocool nav 4mm: model # d-1292-05-s, lot # unknown. (B)(4).